Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a haptic broke. The incision was enlarged and the lens was removed and replaced during the same procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed as well as other damage. One haptic was broken-distal area (not returned). The optic was torn/split/cracked into pieces. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in this lot number. Additional information was requested on 06/12/2008 via phone and 06/26/2008 via fax and mail. Additional information was received on 07/01/2008 via phone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/09/2008.